Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D9 - date returned to mfg: 1/30/2025. One device was returned for analysis. Visual inspection found a worn upstream occlusion seal. Functional and visual tests were performed, and the reported issues were duplicated. The cause of the reported issue was due to a contaminated downstream occlusion sensor. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.